Manufacturer narrative:
There is no indication of the pectus bar or stabilizer not functioning as expected. The wire that was fixating the stabilizer broke, was poking the patient, causing him pain, so the implants were removed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were prior revision surgeries for this patient, see MDR #1032347-2011-00058 & 00059. Also, as there were two products removed (bar and stabilizer), see MDR# 1032347-2011-00069.

Event description:
It was reported the patient had pectus bar and stabilizers implanted (B)(6) 2009, they were explanted on (B)(6) 2011 as a wire that was fixating the stabilizer was broken and causing the patient pain.